Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had issue adding new national drug code (ndc). The technical support specialist (tss) found no proxy settings were configured under internet options, connections to lan settings. The tss identity server did not use proxy settings when only the automatic configuration script was set in ie. The proxy server address and port were not specified in the proxy server settings. Then, the tss guided the customer through how to use a kit to resolve the issue. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had user unable to add national drug code to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.